Manufacturer narrative:
This part is not approved for use in the us, however a similar device with part# 5442034, 510k# k091974, and UDI# (B)(4) is approved for market in the us. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent a surgery due to vertebral body collapse at l3. Intra-op, the set screw of the crosslink plate was stripped and broke into fragment. The stripped set screw could not be removed, so each rod was removed and new products were set. The surgery was extended for about 10 minutes. No fragment of the implant remained in the patient.

Manufacturer narrative:
Product analysis- visual, microscopic and functional evaluation were performed on the returned portion of the rod and the crosslink. The internal hex on one side of the crosslink has stripped out and can not be removed. A microscopic review of the hex reveals that the hex has deformed outward from the hex corners of the driver torquing over through the hex. The driver was not returned, and the damage to the internal hex make collecting measurements impossible at this time. If information is provided in the future, a supplemental report will be issued.